Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. Through troubleshooting, the customer was advised of the alarm. The customer was advised to perform a complete set change and to call back if the alarm recurred. The customer's blood glucose was 181 mg/dl. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.